Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye was performed and did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, clamp function testing, and integrity of seal surface test were performed on the returned sample with no issues and no leaks observed. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient was hospitalized and treated with vancomycin (2g according to level, for nine days) and cefepime (1g, given once). The patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the minicap transfer set disconnected from the titanium adapter. The patient reconnected the transfer set. The following day, the patient presented to the hospital with abdominal pain and cloudy dialysate. Subsequently, the patient was diagnosed with peritonitis. Treatment for the event was not reported. The transfer set was changed. The titanium adapter remained in use. The patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.